Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that they were in the hospital (patient confirmed unrelated to medtronic device) and they didn't use their spinal cord stimulators for a "few months". Within the past two weeks the patient attempted to communicate with their ins's and was unable to communicate. Patient services explained possible overdischarge to the patient. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the rep was with the patient today due to the patient having two inss that have not been charged for 8-10 months due to a car accident. Technical services reviewed how to do a physician mode recharge to get the ins batteries functioning again. It was reviewed that given the length of time, the rep and patient will need to be available for 2 or more hours. Technical services reviewed to discuss with patient on availability of time. The patient only brought in one recharger and patient programmer. The rep was going to discuss further with patient and come up with next steps. No symptoms were reported. Additional information received from the rep indicated that the patient declined returning to the office to complete physician mode reset (pmr) for ins. They noted that both of patients devices were initially implanted in 2014. As such, the physician and patient have decided to proceed with replacement devices.